Event description:
It was reported that the patient used the purewick urine collection system at hospital. The nurses did not turn off the purewick while removing the purewick female external catheter and therefore the wick pulled the patient¿s skin and caused a wound that had not healed. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Per investigation findings, it has been determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient used the purewick urine collection system at hospital. The nurses did not turn off the purewick while removing the purewick female external catheter and therefore the wick pulled the patient¿s skin and caused a wound that had not healed. No medical intervention was reported.